Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were changing the battery in the glucometer when their machine went crazy. It was pulsating down their arms and up their neck. The patient reported that it was painful and lasted approximately 7-10 minutes. The patient had seen their doctor and a rep was supposed to be there but never showed. A rep had called the patient and the patient would call them back. The issue had not been resolved. The patient reported that their doctor said they should stay away from any other batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was diabetic and they were changing the batteries in their glucose machine and they suddenly felt pulsing throughout their entire body. They stated that their hand and up to their neck  it felt likestatic electricity. They stated that they turned off their stimulation and they were continuing to feel the unexpected pulsing through their hand and neck. During the call the patient turned their stimulation down to 0 and verified that their stimulation was turned off. The patient denied any falls/traumas. Patient services advised they follow-up with their healthcare provider (hcp).